Event description:
Earlier this year, dexcom's cgm adhesive began giving me a chemical burn/rash. Now, even after using flonase, skintac and a hydrocolloid bandage with the cgm, I'm still getting the chemical burn/rash. Reportedly, they changed their adhesive in late 2019. Prior to the change, I did not have a problem and used dexcom for about a year. FDA safety report ID# (B)(4).